Manufacturer narrative:
The device had intermittent button response on up arrow button due to flattened dome switch. The device had a severely scratched display window, a scratched case, cracked battery tube threads, a scratched reservoir tube window, and a broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was not performed. The device was returned for analysis.